Event description:
During treatment of an acom aneurysm, 9 coils were deployed. During placement of the 10th coil, the coil was retracted into the microcatheter in order to change the position of the microcatheter. Upon re-advancement, the coil did not move. It appeared the coil had detached from the delivery pusher. At attempt was made to withdraw the coil/ delivery pusher together with the microcatheter. Upon retraction of the microcatheter, the coil remained in the vessel. An attempt was made to retrieve the coil. However, the attempt was not successful. On (B)(4) 2013 it was reported by our representative that the coil remained stretched to the common carotid artery. The patient was reported to be fine. Patient information - patient identifier, age, sex and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample was not performed as a portion remains within the patient and the delivery pusher was reported to not be available. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.